Manufacturer narrative:
H4: the lot was manufactured between august 10, 2023 - august 14, 2023. H10: two (2) actual devices were received for evaluation. A visual inspection was performed, and it was noted that there was fluid inside a bag that contained the units. When the units were removed from the bag, the cause of leak inside the bag was found to be an untightened blue winged cap. White marking and signs of surface roughness were not observed inside the cap when inspected under the microscope. A functional leak test was performed, no signs of leak were observed. The two infusors were determined to be conforming products. The visual inspection verified the reported condition. The cause of the reported condition was use-related due to not securely tightening the blue winged cap. The product label (IFU, instructions for use) indicates the winged cap should be securely connected to the device after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors leaked inside the packaging. This occurred prior to patient use. There was no patient involvement. No additional information is available.